Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Analysis of system logs showed evidence of a memory verification failure in the logs. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The handle software periodically verifies its external memory contents for integrity and if verification fails it prevents the handle from further operation. This could cause the handle to unexpectedly stop functioning. Based on the evidence available the reported condition was confirmed. The file will be closed as a software error. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a lobectomy, during the resection of the hepatic vein, a low sound began to generate when the reload was connected to the adapter. The jaws of the reload could not be opened nor closed. An error was indicated on the screen of the handle. The shell was removed and the handle was returned to the charger. When the handle was removed from the charger again, the handle powered on and was able to be used without problems. There was no patient injury.